Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device cold not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specs at the time of its release to distribution. The most probable root cause is determined to be operational context.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 100% stenosed and calcified target lesion was located in the severely tortuous mid right coronary artery (rca). Plain old balloon angioplasty (poba) was performed with a 1.3x10mm non-bsc balloon. The 2.75x28mm taxus express2 drug-eluting stent (des) catheter was advanced but unable to cross the lesion. Upon removal of the stent delivery system (sds) it was noted that the stent was flared. The physician completed the procedure with a different device. There were no pt complications and the pt's current condition is "good".